Event description:
It was reported that during a laparoscopic colorectal procedure, pneumo gas leakage occurred. I saw a small hole into the seal didn't close well, when the instrument was out of trocar. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).additional information: were any noises heard such as whistling or hissing? Yes it was, whistling sound. If so, did the noise prevent insufflation? Yes, there was gas reduction. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, pneaumo gas dropped. What was the gas consumption rate or volume (liter/minute)? 3-4 liter. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Asku. Was any torque being applied to the trocar or device? Asku. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.